Event description:
It was reported that the insulin pump went into threshold suspend mode due to an inaccurate sensor glucose reading. The blood glucose reading was 284 mg/dl. The customer also reported that the insulin pump alarmed calibration error. She stated that her blood glucose levels were high because she had had a low blood glucose event, suspended insulin delivery on the device, and treated with glucose tablets. She advised that she would treat the high blood glucose with a bolus and that she felt fine without need for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.